Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer (fse) evaluated the device and verified the reported condition ( the speaker 2 needs to be replaced). Philips was not authorized to repair the device at this time. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated a "check vent primary alarm failed" alarm during patient use. The patient was transferred to an alternate ventilator with no harm.